Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1 express and was found to be operating properly; no repairs were required. Steris inspected the retains of the lot number subject of this event and confirmed there was no evidence of damage. Additionally, the device history record was reviewed and no abnormalities were found. Based on the description of the event, the reported event is likely attributed to the sterilant cup being damaged as it was inserted into the system 1 express by user facility personnel. The system 1 express operator manual states (7-2), "caution: do not push the container into the sterilant compartment with excessive force. Never slam the container into the sterilant compartment. Damage to the container may occur." The operator manual further states (9-3), "daily cleaning and checks step 6 check drain screen ensure that the screen is clean. Remove any debris or lint from the screen." No additional issues have been reported.

Event description:
The user facility reported that a piece of plastic was found in the drain screen of the sterilant compartment of their system 1 express. No report of injury.